Event description:
On (B)(6) 2015, (B)(6) yr old underwent CABG (2 vessel). He was placed on a dolphin mattress for surgery. The allon 2001 and thermowrap was used for thermoregulation. Pt was in the operating room fro 6 hours 40 minutes. Post op on (B)(6) 2015, pt was noted to have a 10 x 10 cm area with red macules (each 1 x 1 cm) in well organized rows and columns (grid like) with uninvolved skin separating each macule. Seen by dermatology and wound care. Pt was diagnosed with 1st degree burns. No treatment was necessary. Pt was monitored for changes during admission.